Manufacturer narrative:
On 14-apr-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis on (B)(6)2008. The explanted device was discarded after surgery.